Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the barrel clamp head and the alternating current (ac) receptacle were cracked. A review of the event history log identified positive supply background test. During functional testing using the power up process the reported issue was able to be duplicated. The main board and interconnect board do not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the main board and performed power up process and functional test which passed.

Event description:
It was reported that the pump exhibited a positive supply background test failure. No patient injury was reported.